Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the parall-connec open f/r ø3.5/3.5 tan (product code: 498.922 & lot no: 11l8122) was received at us cq. Upon visual inspection, no physical damages were observed on the device. The slight discoloration was observed near locking screw holes in the connector component. The overall complaint was not confirmed for the received device as no damages were observed on the received device except for slight discoloration on the connector component. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 498.922, lot number: 11l8122, manufacture date or release to warehouse date: 12/03/2019. Supplier/manufacture site: (B)(4). No ncrs were generated during assemble production of lot number 11l8122. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 498.922.2, component lot number: 18p8029, manufacture date or release to warehouse date: 10/25/2019. Supplier/manufacture site: (B)(4). No ncrs were generated during component production of lot number 18p8029. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 498.922.2, component lot number: h566399, manufacture date or release to warehouse date: 06/12/2018. Supplier/manufacture site: (B)(4). No ncrs were generated during component production of lot number h566399. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history batch: null. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of the non-sterile product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(4) 2021, two devices were found to be broken. There was no patient involvement. This report involves one (1) ti parallel open rod connector 3.5mm/3.5mm. This is report 1 of 2 for pc (B)(4).